Event description:
It was reported that a malfunction occurred on the customer's pump, identified with a malfunction code and was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup insulin therapy, and they were sent a replacement pump with updated software. The customer was instructed on how to put the faulty pump into storage mode, return it within ten days to avoid charges, and program settings into the new pump, which included connecting their continuous glucose monitor.